Manufacturer narrative:
The reported events of sensing anomaly, unacceptable threshold, p-wave amp variation, and inappropriate lv output were not confirmed. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood and tissue. Visual and x-ray examinations did not find any anomalies except for procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors consistent with procedural damage to the outer and inner insulation 23.0 cm from the connector pin.

Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was previously noted that the ra lead exhibited low sensing in 2018 due to ra lead dislodgement during an unrelated procedure. The dislodgement was unaddressed and further exhibited increased capture threshold in 2024. A fluoroscopy imaging was performed and confirmed ra lead dislodgement. The ra lead low sensing was alleged to have caused undersensing and over-pacing, which then led to over-sensing and loss of capture on the right ventricular (rv) lead. Upon transesophageal echocardiogram prior to the revision procedure, it was also found that the rv lead had caused tricuspid regurgitation due to interaction with a tricuspid leaflet. The ra and rv leads were explanted and replaced. The patient was stable throughout.